Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient has too much measured pre-op cylinder, needs diff power. The iol was exchanged for unspecified atiol lens. Clinical reason for explant mentioned as corneal changes over time, predicted too much, pre-op astigmatism. Additional information has been requested.

Event description:
Additional information received and reported that the iol was exchanged for the different lens model with half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was added in b.3., b.5., d.10.,h.3. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).